Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient currently enrolled in the product surveillance registry trail had developed sepsis with (B)(6). Patient was also found to have endocarditis and a transesophageal echocardiogram (tee) showed vegetation on the right ventricular (rv) lead. Blood cultures tested (B)(6) for gram (B)(6) cocci in clusters and staphylococcus species. The implantable cardioverter defibrillator (ICD) system was extracted. No further patient complications have been reported as a result of this event.